Event description:
It was reported PICC catheter in place and no backflow in the catheter. Actilyse was given with no results on the backflow and the patient started to complaint over pain in the arm and the catheter was removed to show a hole at a proximately 10 cm. Additional info from nurse: "the PICC was placed (B)(6) 2021. No deviation on the insertion day. It was taken out (B)(6) 2021 due to discomfort in the arm when it was flushed. Preceded with actilyse treatment according to pm. The patient came to the put patient ward as the catheter was not able to get backflow in. Before that it had been no problems with the backflow. What felt weird about it all was that the patient got a sore arm a bit above the insertion when I flushed. Just as it would go subcutaneously. I also experienced it was tense in the skin where the patient hurt. Only 10 ml syringes was used for rinsing and actilysis. When the catheter was pulled out, it was a ¿pretzel¿ at the start of the catheter and shortly after that was a hole between 11-12 cm. The patient received 3 courses of cisplatin end pemetrexed and pembrolizumab in it. In addition to rinse the catheter with saline. I spoke with the patient today and there is no discomfort after it was taken out."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of reew0733 showed five other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported PICC catheter in place and no backflow in the catheter. Actilyse was given with no results on the backflow and the patient started to complaint over pain in the arm and the catheter was removed to show a hole at approximately 10 cm. Additional info from nurse: "the PICC was placed (B)(6) 2021. No deviation on the insertion day. It was taken out (B)(6) 2021 due to discomfort in the arm when it was flushed. Preceded with actilyse treatment according to pm. The patient came to the put patient ward as the catheter was not able to get backflow in. Before that it had been no problems with the backflow. What felt weird about it all was that the patient got a sore arm a bit above the insertion when I flushed. Just as it would go subcutaneously. I also experienced it was tense in the skin where the patient hurt. Only 10 ml syringes was used for rinsing and actilysis. When the catheter was pulled out, it was a ¿pretzel¿ at the start of the catheter and shortly after that was a hole between 11-12 cm. The patient received 3 courses of cisplatin end pemetrexed and pembrolizumab in it. In addition to rinse the catheter with saline. I spoke with the patient today and there is no discomfort after it was taken out."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Curved shape memory was observed along the length of the catheter. The 0cm through 12cm depth markings were partially worn. A partially circumferential split was observed between the 11cm and 12cm depth markings. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed granular fracture surfaces. The split edges curved inward. Material buckling, wear and discoloration were observed in the vicinity of the split. The fracture features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs when repetitive mechanical stresses such as kinking gradually form and propagate a crack in the catheter material. The location of the damage suggested that insertion and securement technique may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported PICC catheter in place and no backflow in the catheter. Actilyse was given with no results on the backflow and the patient started to complaint over pain in the arm and the catheter was removed to show a hole at approximately 10 cm. Additional info from nurse: "the PICC was placed (B)(6) 2021. No deviation on the insertion day. It was taken out (B)(6) 2021 due to discomfort in the arm when it was flushed. Preceded with actilyse treatment according to pm. The patient came to the put patient ward as the catheter was not able to get backflow in. Before that it had been no problems with the backflow. What felt weird about it all was that the patient got a sore arm a bit above the insertion when I flushed. Just as it would go subcutaneously. I also experienced it was tense in the skin where the patient hurt. Only 10 ml syringes was used for rinsing and actilysis. When the catheter was pulled out, it was a ¿pretzel¿ at the start of the catheter and shortly after that was a hole between 11-12 cm. The patient received 3 courses of cisplatin end pemetrexed and pembrolizumab in it. In addition to rinse the catheter with saline. I spoke with the patient today and there is no discomfort after it was taken out."